Manufacturer narrative:
(B)(4). Product was not returned and no photos of the device were provided; therefore, no evaluations could be conducted. Review of device history records for pn 195849 ln 695990 was found that these units were released to distribution with no deviations or anomalies. The reported devices are used for treatment. The reported components were reviewed for compatibility with no issues noted: pn/ln: 195203/277120, 195757/664390, 195780/695840, 195849/695990. Complaint history search identified as follows: a complaint history review for item 195849 identified 28 additional complaints for pain that were investigated, and it was determined that no further action is required due to the event being addressed in the monthly trending meeting. No additional complaints for pain were found for item 195849 lot 695990 combination. Review of the medical records indicates that the surgeon noted no complications during surgery. Surgical notes were not provided it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: MFR rpt 0001825034-2018-00805, MFR rpt 0001825034-2018-00809. Concomitant medical products: item 195203 ¿ lot 277120 - vgxp intlk fmrl rt 60, item 195780 ¿ lot 695840 - vgxp xp e1 tib brg rl 10x71, item 195849 ¿ lot 695990 - vgxp xp e1 tib brg rm 9x71.

Event description:
Clinical study (B)(6) reported that, following a total knee arthroplasty procedure performed on (B)(6) 2014, the patient reported experiencing problems walking, problems washing/dressing, unable to perform usual activities and moderate and severe pain. The patient reported experiencing moderate trouble washing/dressing, moderate trouble getting in and out of car, very painful to stand, limping all of the time, impossible to kneel, pain in bed nightly, totally interfered with usual work, impossible to shop, extremely difficult to walk down stairs. This was reported during a 3 month follow up appointment. During a 6 month follow up appointment, the patient reported experiencing problems walking, problems washing/dressing, unable to perform usual activities and moderate and severe pain. The patient reported experiencing moderate trouble washing/dressing, moderate trouble getting in and out of car, very painful to stand, limping all of the time, impossible to kneel, pain in bed nightly, totally interfered with usual work, impossible to shop, extremely difficult to walk down stairs. The procedure was performed on the right knee. The operative time reported 67 minutes from incision to closure completion. No additional information is available at this time. Updated january 29, 2018 patient satisfaction score was added. At 6 month follow-up patient was not satisfied.